Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® sf nav bi-directional catheter and a spike in the impedance made physician removed catheter from patient and found clot on the tip, also between the proximal and distal electrodes there was char. Device was wiped with heparinized saline solution and when flushing it appeared if the irrigation was uniform. The procedure was completed successfully with a similar device without patient consequence. At the time bwi followed-up with the physician. Information regarding patient¿s actual status was provided stating that patient was normal from a neurological standpoint. The patient has had follow up assessment post procedure and shows no complications. The patient remains in sinus rhythm with no afib recurrence. Settings during the event include: power settings of 30 watts and irrigation flow at 15 ml/min. This event is being reported because clot could potentially contribute to an adverse event.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool sf nav bi-directional catheter and a spike in the impedance made physician removed catheter from patient and found clot on the tip, also between the proximal and distal electrodes there was char. Device was wiped with heparinized saline solution and when flushing it appeared if the irrigation was uniform. The procedure was completed successfully with a similar device without patient consequence. At the time bwi followed-up with the physician. Information regarding patient¿s actual status was provided stating that patient was normal from a neurological standpoint. The patient has had follow up assessment post procedure and shows no complications. The patient remains in sinus rhythm with no afib recurrence. Settings during the event include: power settings of 30 watts and irrigation flow at 15 ml/min. This event is being reported because clot could potentially contribute to an adverse event. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions no clot was observed on the catheter. Per the event, the catheter was tested for electrical performance and it was found within specifications. Therefore the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).